Event description:
It was reported that the patient experienced ineffective pain relief and therefore underwent an explant procedure of the indirect decompression spacer. The explanted spacer will not be returned as it was retained by the medical facility. The procedure was completed with no patient complications.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Implant date: exact date unknown, implant procedure occurred in (B)(6) 2021.